Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances, 1. Firing over tissue that is beyond the recommended thickness range, 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophageal cancer radical procedure to the abdominal cavity, the partial resection of the stomach was performed was performed with a gun and a purple nail. A purple nail appeared to have formed a bad shape, and a gun triggered the protective device to cause it couldn't be closed. The stapling device was being used for the gastric resection. The reload was able to fire but there was poor staple formation. Occurred critical nail. The manual stapling handle was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, changed to another reload and stapling handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophageal cancer radical procedure. The stapling device was being used for the gastric resection. The reload was able to fire but there was poor staple formation. Occurred critical nail. The manual stapling handle was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, changed to another reload and stapling handle. There was no patient harm. There was no patient injury.